Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Since it is unknown which device is directly implicated in this complaint: (B)(4)/UDI: (B)(4) will be included on this report.

Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Since it is unknown which device is directly implicated in this complaint; tgm343410j / 25957879 / UDI-di (B)(4) will be included on this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2023, this patient presented with an aortic arch aneurysm and was treated with a gore® tag® conformable thoracic stent graft with active control system in the proximal landing zone 2 with intentional coverage of the left subclavian artery(lsa). A right subclavian artery to the lsa bypass was performed as it was planned to cover the lsa by the endoprostheses. The procedure was completed without any issue; however, the patient reportedly complained of a difficulty moving the right lower limb right after the procedure. On november 7, 2023, weakness in both legs was observed, the degree of weakness varied from left to right. Blood pressure was raised by medication and the patient is being monitored. The physician reported the possibility of stroke and/or paraplegia; however, he also reported that the possibility of paraplegia is low because the treatment length is short and the branch vessel have been reconstructed. The patient had a pacemaker implantation at the same time, and magnetic resonance imaging (MRI) scan could not be performed, so a definitive diagnosis has not been made.